Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis patient on continuous cyclic pd (ccpd) therapy who experienced peritonitis with other health issues and was hospitalized. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024, following abdominal pain, nausea and vomiting. Peritoneal effluent fluid cultures taken in the hospital on 5/jan/2024 presented with methicillin-resistant staphylococcus aureus. A white blood cell count in effluent was not reported through hospital records in the outpatient clinic. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was initially prescribed intraperitoneal (ip) cefepime and ip vancomycin (dosages, frequency and durations not reported) but her antibiotic regimen was changed to intravenous cefazolin (dosage, frequency and duration not reported) when the patient presented a clinical picture of sepsis. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2024 due to the severity and nature of infection during this hospitalization. A central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had a complicated hospital course due to septicemia, but recovered from this event and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis leading to sepsis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.